Manufacturer narrative:
A design history review was conducted for lot # d8219. All pre-determined acceptance criteria were met and the product was sterilized appropriately. There were no deviations or non-conformances associated with the reported failure mode. Based on the information currently available, no device failure could be determined. The returned sample has been shipped to an outside lab for histological analysis. Any additional information will be added to the complaint file.

Event description:
It was reported that a woman, (B)(6)., underwent implantation of bilateral mammary implants (manufactured by groupe sebbin sas) along with meso biomatrix through her mastectomy scars in (B)(6) 2016. The patient presented approximately 2 months later with bilateral extrusion of the implants, possibly due to the meso biomatrix. Surgeon stated that the patient had an allergic reaction but did not determine the source of the reaction. Patient underwent explantation of the mammary implants and the meso biomatrix in (B)(6) 2017.